Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the clinic with an increase in ventricular thresholds to 2.75 v, 0.4 ms. Bipolar ventricular lead impedance was approximately 200 ohms. Due to the patient's refusal to allow a replacement procedure, the ventricular output was increased to 5.0 v, 0.4 ms. The patient's follow-up frequency was increased.